Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother stated that they had large air bubbles in the reservoir and at the end of the tubing. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 386 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with the insulin pump. The customer's mother stated that the insulin was stored at room temperature. The reservoir will not be returned for analysis.